Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to extend the helix of the right atrial lead. The right atrial lead was removed and replaced. The patient was in stable condition.